Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the patient was admitted to the hospital on (B)(6) 2024, for a physical examination, and the temperature (t) was 36.4 degrees celsius, pulse (p) was 86 times per minute, respiratory rate (r) was 20 times per minute, and blood pressure (bp) was 148/64 millimeters of mercury. Under auxiliary examination, in the blood routine (blood test), white blood cell count was 6.71 × 10^9 per liter, and the neutrophil percentage was 65.5%. Due to uremia, hemodialysis was performed at 11:00 on (B)(6). The weight before dialysis was 44.3 kilograms. A blood access was established through the right inguinal vein catheterization; after hemodialysis treatment, the patient returned to the ward safely. The dressing at the right inguinal catheterization site was dry, there was no blood oozing, there were no complaints of discomfort, and the body temperature was 36.4 degrees celsius. Hemodialysis was performed regularly on the 25th and 26th. On (B)(6) 2024, at 21:05, the patient developed a high fever with a body temperature of 38.8 degrees celsius. The white blood cell count was 13.52*10^9 per liter elevated, the neutrophil percentage was 87.6% increased, the hemoglobin was 44 grams per liter decreased, the platelet count was 230*10^9 per liter, the c-reactive protein was 35.40 milligrams per liter elevated, and the procalcitonin was 0.671 nanograms per milliliter elevated. Considering that the right inguinal catheter had been placed for a long time and caused a catheter infection, the catheter was removed, the catheter was replaced, re -catheterization was done, and anti-infection treatment was given as preliminary actions.